Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a low glucose alarm of 72 from the sensor, performed a confirmatory fingerstick showing 205 mg/dl, then observed a brief sensor issue alert; the agent advised that this inaccuracy could prompt a temporary sensor issue and that readings could take up to three hours to resume, with replacement considered if accuracy did not return, and the user entered the glucometer value to support appropriate dosing and continued monitoring by fingerstick. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education regarding brief sensor issue behavior and monitoring steps. Investigation of this case revealed no confirmed device malfunction and a transient sensor inaccuracy consistent with a brief sensor issue alert. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.